Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and lumbar radiculopathy. It was reported that the patient complained of not being able to charge their battery. The environmental factors were unknown. A physician mode recharge (pmr) was performed and the power on reset was cleared. Afterward, the battery read end of service (eos). There were no interventions performed and the issue was not resolved at the time of the report. The manufacturer representative was going to submit authorization for the replacement of the battery and schedule the replacement once the authorization can be obtained. The surgical intervention was planned but not yet scheduled. The patient was alive with no injury. There were no patient symptoms reported.